Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 437 mg/dl. The customer's most current level was 283 mg/dl. The customer states they treated with manual injections. Troubleshoot was conducted. The device did not pass testing and alarmed for motor error. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. A water filled reservoir was used during testing and no air bubbles were noted. The no delivery alarm functioned properly during the basic occlusion and occlusion tests and no unexpected excessive no delivery alarms, motor error alarms, or displacement anomalies were noted. The motor was tested outside the device and it passed. The pump was received with minor scratches on the lcd window and a scratched reservoir tube window.